Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during the device inspection, that the ultrasound gastrovideoscope exhibited peeling on the acoustic lens. There were no reports of patient involvement.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the probable and presumed cause could not be determined. Olympus will continue to monitor field performance for this device.